Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, and the right ventricular (rv) lead exhibited apparent over- and undersensing during recorded episodes. Additionally, the right atrial (ra) lead exhibited undersensing during recorded episodes. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were reprogrammed, and the patient's medications were adjusted. The leads remain in use. No further patient complications have been reported as a result of this event.